Manufacturer narrative:
The insulin pump was received with unresponsive button response due to corroded keypadtraces. No button error alarm noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with a broken reservoir tube lip and cracked lcd display window corners noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.